Event description:
The hosp reported that during an endoscopic vein harvesting procedure, it was identified that the image was cloudy. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation details: the initial visual inspection shows that the optic is compromised. The scope was sent to scholly fiberoptics for further assessment. A supplemental report will be submitted when the final investigation results are rec'd.